Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿insulin hooked up to pressure sensitive disc tubing. All insulin ended up on floor because pressure disc on tubing had crack/cut on disc and fluid leaked out when priming the line. No harm to patient other than delay of treatment." An incomplete date of event of (B)(6) 2020 was provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿insulin hooked up to pressure sensitive disc tubing. All insulin ended up on floor because pressure disc on tubing had crack/cut on disc and fluid leaked out when priming the line. No harm to patient other than delay of treatment."

Manufacturer narrative:
The customer¿s report that the pressure disc on the tubing had a crack/cut (slice) and fluid leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a slice damage on the pressure sensing disc film¿s membrane. No damages were observed on the product packaging pouch and no other anomalies were observed. Functional testing confirmed small droplets leaking from the damage of the pressure disc¿s film membrane. The root cause of the slice damage could not be determined. A device history record for model 30916-07 with lot number 19115555 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 06nov2019. The search showed that there were no quality notifications for the failure mode reported by the customer.